Event description:
On (B)(6) 2012, 0900 faculty surgeon and resident were suturing the mesh in the left inguinal area to repair an inguinal hernia; 13mm of the tip of the needle broke while suturing. It was not found. The physician left the needle tip inside, lot in the fat tissue and did not search for the tip to avoid harm to surrounding tissue. The incisions was closed.